Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at 12,366 joules and 2:56 minutes used, the surgical fiber "broke at the end of the second use". The tip (cap) was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing a second fiber. No patient injury was reported.

Manufacturer narrative:
Device available for eval updated.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at bevel edge; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and partially erased red octagonal sign. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.